Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for catheterization but was covid 19 positive. The patient was discharged.

Event description:
It was further reported that the catheterization was scheduled to be performed as a routine examination one year after surgery. There was no concern for the device. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was originally reported that the patient was admitted for catheterization but was covid19 positive and was discharged. However, further information communicated by the account revealed that the catheterization was scheduled to be performed as a routine examination one year after surgery. There was no concern regarding the device. The device operated as expected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.